Event description:
It was reported that the physician suspected this right atrial (ra) lead to have fractured due to observed high out of range pacing impedances, noisy signals and farfield oversensing on the lead. It was noted that the patient was asymptomatic. A lead replacement procedure was performed. The physician stated that during the lead replacement, the tip of the ra lead separated from the lead body while the physician was extracting the lead. The physician decided to leave and abandon the intact lead tip in the patient. The rest of the ra lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Although this lead has not been returned for physical analysis, based upon both what was reported from the field and our investigation, it was determined the tip of the lead most likely became detached due to a combination of factors including manipulation during removal, lead design, and patient anatomy. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the physician suspected this right atrial (ra) lead to have fractured due to observed high out of range pacing impedances, noisy signals and farfield oversensing on the lead. It was noted that the patient was asymptomatic. A lead replacement procedure was performed. The physician stated that during the lead replacement, the tip of the ra lead separated from the lead body while the physician was extracting the lead. The physician decided to leave and abandon the intact lead tip in the patient. The rest of the ra lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported.